Manufacturer narrative:
Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement and active current measurement. Unit received with same audio tone when switching from volume 5 to volume 1, pump error hardware low level (variable 3) was present in the pump trace download and pump error 63 (variable 3) alarmed during selftest due to broken trace at u1 pin 6 (sda) on keypad assembly. No belt clip received with unit. No crack on lcd window noted during visual inspection. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump was damaged. The customer¿s blood glucose level was 490 mg/dl at the time of the incident. Customer stated that the belt clip was broken and crack on lcd. The customer was treated with insulin pump. The device will be returned for analysis.